Event description:
A patient contact for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that the patient was diagnosed with a yeast infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain, cloudy peritoneal effluent fluid, and drain complications on (B)(6)2022. While being evaluated in the ER, the patient¿s pd catheter (not a fresenius product) was found to be clogged with yeast, and the patient was diagnosed with a peritoneal fungal infection (specific organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent several hd treatments between (B)(6) 2022 through (B)(6) 2022 and tolerated the transition well. The patient was discharged on (B)(6) 2022 and will begin outpatient hd therapy today. The patient is recovering from the events, and causality was attributed to a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse events of fungal peritonitis (characterized by abdominal pain, cloudy peritoneal effluent, and the presence of yeast), which warranted hospitalization. These serious adverse events required IV antibiotic therapy, pd catheter removal (not a fresenius product), hd catheter (not a fresenius product) placement, and the transition for modality to hd for rrt. Per the pdrn, causality was attributed to an unspecified breach of aseptic technique. Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect and/or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported that the patient was diagnosed with a yeast infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain, cloudy peritoneal effluent fluid, and drain complications on 15/aug/2022. While being evaluated in the ER, the patient¿s pd catheter (not a fresenius product) was found to be clogged with yeast, and the patient was diagnosed with a peritoneal fungal infection (specific organism not provided). The patient¿s pd catheter (not a fresenius product) was surgically removed on 16/aug/2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient was treated with intravenous (IV) antifungals; however, the drug(s), dosage(s), frequency(s), and duration(s) are unknown. The patient underwent several hd treatments between 16/aug/2022 through 20/aug/2022 and tolerated the transition well. The patient was discharged on 21/aug/2022 and will begin outpatient hd therapy today. The patient is recovering from the events, and causality was attributed to a breach in aseptic technique, however no specifics were provided. According to the pdrn, there was no fresenius device(s) and/or product(s) involvement in relation to the serious adverse events.